Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 91716501 is 10885403221699. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an IV push of doxorubicin 115mg in 57.5 ml to be infused over 10 minutes, the texium leaked. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a texium leak was not confirmed using standard testing techniques. Visual inspection showed no damage or anomalies. Doxorubicin traces were noted on the exterior of the texium component. Functional testing was performed; no leaks were observed. A leak between the threads of the texium valve and the smartsite could only be replicated when the connection between the texium and a test lab smartsite was purposely over-tightened/over-torqued beyond the expected ¿snug fit.' The root cause of the reported event was not identified.